Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer¿s blood glucose was 51 mg/dl. Reportedly, the customer¿s basal rates needed to be changed. Customer consumed juice to address the low blood glucose. Tandem technical support assisted customer in adjusting basal rates.